Event description:
It was reported that on (B)(6) 2010 the oic peek and legacy were implanted into l4/5 for spondylolisthesis. After the operation, the patient recovered and he could swim and jog. On (B)(6) 2011, the lumbar pain reoccurred. Bone cyst formation was noticed according to the CT. The surgeon thinks that peek material does not have bone affinity, so patient's body reject the peek and occurred bone cyst. That prevented bone union. In addition, there is possibility that the shape of the oic peek and the situation that only cage was inserted stressed the and prevented bone union. But, the patient off the corset early.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.